Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed the shaft of the cortscr ø3.5 self-tap l100 sst bent, since the device was not received in its original packaging, it is not possible to confirm whether a manufacturing defect or any issues arising from transportation or storage occurred. As a result, the root cause cannot be determined. A dimensional inspection was not performed due to it is not applicable to the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the cortscr ø3.5 self-tap l100 sst would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: a manufacturing record evaluation was performed for the finished device. Product code: 204.900 and lot no:2813p86. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 03-nov-2022. Manufacturing site: jabil grenchen. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a pao (periacetabular osteotomy) case with 3.5mm cortical screws, 3 screws were opened and found bent by surgeon. New screw opened to replace however 2 only available for 105mm and both bent so had to downsize screw and not use optimal screw size. Surgery was delayed. Procedure was completed successfully.